Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2003 non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.